Event description:
Reporter alleged going to the emergency room (ER) at the hosp and being treated with insulin for the first time due to the blood glucose monitoring device results. Reporter stated getting high readings (over 400s mg/dl) for the last month and calling the dr who advised to go to the ER. Reporter stated going to the hosp the next morning and at 7:20 am the hosp method, type unk, measured below the 300s mg/dl and meter was above 300 mg/dl. Reporter stated controls were in an acceptable range however could not remember when last opened. Reporter indicated being treated with insulin for the first time in the ER. A request was made for the return of the suspect device and replacement product was sent.